Event description:
On (B)(6) 2012, at (B)(6) university hospital, a blood leakage was found on be-01970311-pls d with lot number 70065375 after 6 hours of use. The customer replaced the unit. Reference: complaint (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The returned sample was analyzed in the laboratory. Leak testing was performed on the complaint sample and it was determined that a leak is present at the gas outlet. The oxygenator was opened and a separation between the gas fiber and the polyurethane casting was identified. A possible separation of the gas fiber could be attributed to the fibers shrinking or surface defect of the fiber. Note: the reported event occurred when using the be-01970311-pls d quadrox-I oxygenator, however, a equivalent device marketed in the us is used for reporting. Reference: complaint (B)(4).